Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000161211. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to set their ipg to MRI mode. Diagnostics indicated that one of the octrode leads had high impedances. As a result, surgical intervention took place on (B)(6) 2025, wherein the impeded lead was explanted and replaced to address the issue. It is unknown which lead caused the issue.